Manufacturer narrative:
H6: investigation summary customer reported the tubing fell apart and returned the affected sample. The sample was clearly separated at the inlet of the 3rd smart site and the complaint is verified. Visual inspection under the microscope determined the root cause to be insufficient solvent. Dimensional analysis found the tubing to be within tolerance. No other failure modes were observed. A device history record review for model 2426-0500 lot number 20103140 was performed. The search showed that a total of (B)(4) units in 1 lot number was built on (B)(6) 2020. There were no quality notifications issued for the failure mode reported by the customer during the production build of this set. H3 other text : see h.10.

Event description:
It was reported that as lvp 20d dehp 3ss cv came apart. The following information was provided by the initial reporter: material no: 2426-0500 batch no: 20103140 it was reported that the IV tubing was not connected at the y-site when removed from the package.

Manufacturer narrative:
A device evaluation and/or device history review is anticipated, but is not complete. Upon completion, a supplemental report will be filed. (B)(4).

Event description:
It was reported that as lvp 20d dehp 3ss cv came apart. The following information was provided by the initial reporter: material no: 2426-0500, batch no: 20103140. It was reported that the IV tubing was not connected at the y-site when removed from the package.